Manufacturer narrative:
The lead was surgically abandoned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to unknown lead damage. Lead may be broken. Reportedly clinic tried to remove lead but could not due to a suture around the lead. Lead was surgically abandoned. New lead implanted. No additional adverse patient effects were reported.